Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a premature ventricular contraction ablation procedure, an air leak occurred. Transeptal puncture was performed using brk-1 needle through the medium curl sheath. After transeptal puncture, an hd grid catheter was inserted into the introducer sheath. After insertion, the physician aspirated through sideport and was unable to clear the air from the sheath. Several attempts were made to clear the air unsuccessfully. Another sheath of the same type was used to complete the procedure with no consequences to the patient.